Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer stated that he would program boluses, but the insulin pump would not deliver. Nothing further was reported.